Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not sensing properly. Upon technical services (ts) review of the device data, it was discussed that there is one untreated episode showing double counting, and one treated episode showing continuous noise and subsequent oversensing, resulting in one inappropriate shock being provided. It was advised to investigate what the patient was doing at the time of the episodes and some technical options were provided in terms of device programming. The s-ICD system remains in service. No additional adverse patient effects were reported.